Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the event is not reportable. Downgrade to not reportable during complaint review.

Event description:
According to the reporter, during laparoscopic low anterior resection, the stapler was unable to fire, and the surgeon was unable to squeeze the handle. They changed to another reload to complete the case. The patient is alive with no injury.